Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented through merlin.net transmission, inadequate antitachycardia pacing therapy was observed. The patient experienced ventricular tachycardia (vt) episode and device delivered antitachycardia pacing therapy appropriately. Vt did not appear to break, and the rate slightly slowed down. The device appropriately called this a return to sinus and the episode ends while the patient still appeared to be in vt. Device was reprogrammed. Patient was stable throughout the event.